Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter was displaying an error 4 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2018 at 6.20 am. He reported that he manages his diabetes with insulin (self-adjuster ¿ 35 units of lantus), and due to being unable to get a result, he felt his blood glucose was high, and administered 17 units of lantus insulin. The patient alleges that right after administering the insulin he developed symptoms of ¿losing his breath, weird and dizzy¿. The patient reported that he lay down and rested. However, due to still feeling the symptoms (time unknown), he went to hospital. A blood glucose result of ¿129 mg/dl¿ was obtained on the hospital meter and ¿155 mg/dl¿ on the patient¿s meter. There is no evidence of any treatment received at the hospital other than advice to rest. During troubleshooting the csr noted this was not the first time the product was being used, and the patient described the correct testing steps. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date. The csr was unable to walk through a retest with the patient due to having no supplies. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.